Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient started treatment for the peritonitis with injection (inj.) Vancomycin (two gram loading dose and then again after five days, route not reported). On an unreported date, the patient started treatment for the peritonitis with fortum inj. (One gram in night exchange) intraperitoneally and heparin inj. (1000 international units, route and frequency not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was ¿doing well¿ and the patient¿s peritoneal dialysis effluent was clear. On an unreported date, antibiotic treatment was completed, the patient was discharged from the hospital, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted